Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardiac monitor (icm) was broken, and they are experiencing two hundred beats per minute. The icm remains in use. No patient complications have been reported as a result of this event.